Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery, which was resolved by a complete infusion set, reservoir and insulin change. The blood glucose reading was 500 mg/dl at the time of the event, and the most recent blood glucose reading was 145 mg/dl. The customer stated that the infusion set cannulas were bent. She complained of sickness and inability to lower her blood glucose levels. She declined to return the infusion set and reservoirs for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-96628.